Manufacturer narrative:
Concomitant products: product ID 3093, serial# unknown, product type lead; product ID 3093, serial# unknown, product type lead; product ID 3093, serial# unknown, product type lead; product ID 3093, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va01r0z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. Analysis of the lead, lot #va01r0z, found no anomaly.

Event description:
It was reported that during implant, impedance values were >4000 ohms on contacts c-3, 0-3, 1-3, and 2-3. It was added the lead was replaced but they still got the same values on the 2nd lead. It was noted the impedance testing was done at 2.0 volts. It was stated the other values were considered to be in the normal range of 350 ohms to 1096 ohms. It was noted the caller was advised to disconnect and reseat the lead one more time. It was added the issue was resolved and that all impedances were normal. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va01r0z, product type lead; product ID 3093, serial# unknown, product type lead; product ID 3093-28, lot # va01r0z, product type lead; product ID 3093, serial # unknown, product type lead. (B)(4).

Event description:
It was later reported on (B)(6) 2013 there was an issue with a lead during full implant. They continued to check the impedance on the device 3 times all 3 times had indications on the impedance that it was greater than 4000. The physician did not feel comfortable with leaving the lead in place, so the physician decided to pull the lead and implant a new one. It was later reported on (B)(4) 2013 that the lead was defective. During the event, the first lead read >4000ohms on all contacts. They replaced the lead and impedances normalized. The lead with issue is 3093-28 and is lead with issue is 3093-28 and is va01r0z. In postop, the patient was getting stimulation feeling at 2.0v. It was later reported on (B)(6) 2013 that the patient did not experience any adverse symptoms with this event and was currently doing great.